Event description:
It was reported by the surgeon, the valve was explanted because it was thrombosed which was due to the pt's non-compliance with anticoagulation. An sjm epic bioprothesis was implanted, and he stated he did not have a complaint regrading the explanted valve.